Event description:
This case was initially received via regulatory authority (B)(6) on 07-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of uterine perforation ("perforation of uterus by one insert") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. D46952) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pyrexia ("fever at 38°c") and fatigue ("fatigue"). The patient will be treated with surgery (hysterectomy planned in coming months, essure removal by laparoscopy on (B)(6) 2017). At the time of the report, the uterine perforation, genital haemorrhage, pyrexia and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage, pyrexia and uterine perforation with essure. Diagnostic results: x-ray, ultrasound, CT-scan. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a perforation of uterus by one insert occurred and consumer presented bleeding (seen as genital bleeding). Hysterectomy and essure removal by laparoscopy are planned in coming months. The reported events are serious due to medical importance and anticipated in essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had bleeding 12 days after insertion and on unknown date uterine perforation by one insert was detected. Although the exact mechanism of the perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. Regarding the event bleeding, essure therapy may cause changes in bleeding patterns. Thus, considering event's nature and positive temporal relationship the causality between this event and the micro insert cannot be excluded. This case was regarded as incident, since device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of uterine perforation ("perforation of uterus by one insert") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. D46952) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 12 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pyrexia ("fever at 38°c") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy planned in coming months, essure removal by laparoscopy on (B)(6) 2017) and surgery. At the time of the report, the uterine perforation, genital haemorrhage, pyrexia and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage, pyrexia and uterine perforation with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: uterine perforation- analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Diagnostic results: x-ray, ultrasound, CT-scan. Quality-safety evaluation of ptc: lot number d46952, production date 08-jan-2015, expiration date 28-jan-2018 based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc company causality comment this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and a perforation of uterus by one insert occurred and consumer presented bleeding (seen as genital bleeding). Hysterectomy and essure removal by laparoscopy are planned in coming months. The reported events are serious due to medical importance and anticipated in essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer had bleeding 12 days after insertion and on unknown date uterine perforation by one insert was detected. Although the exact mechanism of the perforation was not informed, given event's nature causality with the suspect insert cannot be excluded. Regarding the event bleeding, essure therapy may cause changes in bleeding patterns. Thus, considering event's nature and positive temporal relationship the causality between this event and the micro insert cannot be excluded. This case was regarded as incident, since device removal will be required. The product technical analysis concluded, an investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.